Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. Conclusion: failure observed during analysis. The lead was returned in three segments for analysis. External insulation abrasion was noted at 0.7-1.5cm from the proximal cut end of the middle segment, consistent with lead friction to the ICD can. The silicone insulation was intact at this location. Initial reporter: reliability laboratory technician. And st. Jude medical crmd reliability laboratory.